Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that after using the suture of this specification to sew the tissue, it was found that the needle tip was broken. It was suspected that the needle tip was broken and lost during the tissue suturing process, but no part of the needle tip was found in the patient's body. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two open samples, one unused and one used with the needle tip broken. We have checked the used suture and the needle is broken near the needle tip area. Checking this needle, we have noticed that there are marks of a needle holder or other surgical instrument in this area. The needle has been damaged during handling and broken in the tip area most probably due to wrong handling. Therefore, we conclude that the needle broken is caused by a wrong handling not according to the instructions for use of the product. The other needle (unused) has been tested for bending strength and the results fulfill product specifications: 49.41 nxcm in minimum (minimum bending strength specification for this needle: > 46 nxcm). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. This product was manufactured with two needle raw material batches. Bending strength results on samples tested in these two needle batches during production were 48.22 nxcm and 48.88 nxcm in minimum and fulfilled the specifications of the product. We have also reviewed the complaint history record and there are no previous complaints regarding this issue of any product manufactured with the same needle raw material batches used to manufacture the involved product. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: the used needle has been damaged during handling and breakage most probably due to wrong handling. Therefore, we conclude that the case is not confirmed due to needle broken defect is caused by a wrong handling not according to the instructions for use of the product. Furthermore, the results of the unused sample received fulfil b. Braun surgical specifications. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.